Event description:
The manufacturer received information alleging a patient experienced that the trilogy evo o2 device would not switch on. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices power supply had failed on the device. In conclusion, the device's power supply was replaced to address the issue. The root cause is confirmed at this time.